Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that the cgm app and os incompatible due to unsupported os update on smart device. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be determined. A root cause could not be determined.